Event description:
This device reports erroneous out of range pacing impedance values in the right atrial and right ventricular channels that cannot be duplicated through psa or another device. No adverse events are reported for this pt.